Manufacturer narrative:
In this case, the reagent lot number was not provided, however, roche observed unacceptable, light staining with some ventana pd-l1 (sp142) on-market lots, during internal comparison studies. Light staining affects the borderline of positive versus negative test results. An on-going investigation has determined the root cause is related to variability in the selection of antibody concentration in raw materials, affecting specific ventana pd-l1 (sp142) assay lots made with the impacted raw materials. A notification has been sent to us customers informing them of the issue to immediately discontinue the use of and discard any remaining inventory of specific impacted lots and informing of an updated date of expiration for certain lots.

Event description:
A customer from japan alleged discrepant results with the ventana pd-l1 (sp142) assay. The alleged sample initially generated a negative result. During repeat testing, the sample generated a positive result. The results were reported to the physician. No harm or injury is alleged.